Event description:
The customer reported that the video scope had image defects and distal end damage. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign matter came out of the suction channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue of image defects was confirmed. During the device evaluation foreign matter came out of the suction channel. In addition it was found that the bending section cover had a pin hole and water tightness was lost. It was found that the bending up direction was out of specification and the up/down knob had play in it. The bending section cover also had a scratch in it and the adhesive had a chip and cloudiness. It was also found that the light guide bungle as slipping down and there was a dent on the channel tube that did not allow for the forceps to be inserted smoothly. The adhesive around the objective lens and light guide lens was found to be peeling and the objective lens also had cloudiness. The plastic distal end was found to have a dent and the insertion tube had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. The d5 and e1 "telephone number" fields were corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the foreign matter was organic silicone derived from drugs (antifoaming agents, etc.), however, a definitive root cause for the foreign matter remaining in the device could not be determined. Olympus will continue to monitor field performance for this device.